Manufacturer narrative:
Analysis summary: analysis confirmed the reported event. The output connector assembly was broken. It was further noted that the battery and display wires were pinched, but the wire insulation was not compromised. The upper case was also broken, and four screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg was returned for service. There was no patient involvement.